Event description:
Upon trying to remove infuse-a-port, the catheter was stuck at the entrance point of venotomy in the subclavian vein. The cath broke at the area of the venotomy site. Interventional radiology was contacted and removed via right femoral vein. Device was inserted 2002. Physician spoke with vendor adn specifically requested report to FDA.